Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction while wearing the lifevest. The patient's physician instructed the patient to remove the lifevest, prescribed an antibiotic, and recommended the patient to take benadryl.